Manufacturer narrative:
Corrected data: b5, e3, h6 (clinical and impact code) updated data: a2, a3, a4, b4, g3, g6, h2, h10, h11.

Event description:
It was reported that, during patient use, the cardiosave intra-aortic balloon pump (iabp) had a continuous over temperature alarm. Dr called because the staff had just switched the patient over to a backup pump for the second time today due to a overtemperature message on the cardiosave. Dr. Wanted to know if they were doing something wrong. Asked about the status of the patient, and it was revealed that the patient has been quite tachycardic all day, though it has gotten better. Also, the patient had a bair hugger on. Explained that both the sustained tachycardia and the heat from the bair hugger could be contributing to the alarm. Recommended they try to position the back side of the pump away from the bair hugger, and make sure there is good circulation around the device. Dr stated that the pumps were tagged and sent to clinical engineering. There was no harm to the patient.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the unit and was unable to verify temp alarms in logs. Fse tested stability of vacuum/pressure transducers. Stable. Adjusted vacuum calibration to -299 per getinge tech. Ran unit on trainer at high rate for 1 hour without any temp issue. Temps remain stable throughout testing. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a continuous over temperature alarm.